Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2006, due to an incident of high blood glucose. It was reported that the patient's blood glucose began to rise the next day, for which the pt took a correction bolus, but no site or set change or injection. At 04:00 on the event date, the patient became ill and was taken to the emergency room. The patient was admitted to the hospital and was treated with an insulin drip and fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.